Manufacturer narrative:
Beckman coulter field service engineer (fse) replaced several components around the lee valve. The failure mode was related to the tubing that became disconnected from the lee solenoid valve allowing sheath fluid to leak from the tubing and the lee valve. Beckman internal number for this report is (B)(4).

Event description:
A field service engineer (fse) reported that the lee solenoid valve was leaking and tubing had popped off on the fc500 mpl flow cytometer. The volume of the leak was unknown and was contained within the instrument. The tubing was identified as the sheath tube connected to the manifold which pushes sample to the flowcell. The tubing was near the sample tubes and sheath could have entered a sample tube contaminating it with sheath/diluent. No error codes were generated in connection with this event. Material safety data sheet (msds) was reviewed. There is no exposure control or risk management plan in place at the facility. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The customer has elected to rerun the specimens on a different instrument to verify results. No erroneous results were generated as a result of this incident. No death or injury is associated with this event, and there was no change to patient treatment.